Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4)

Event description:
Health professional reported that the white piece where the patches to catheter to drain broke off while in use. It was also noted that the catheter was leaking. No harm or significant delay occurred. On 5june2018: additional information received from customer: it was the tubing that came off the white plastic lock . Dr (B)(6) our radiologist tried to tape it so the tubing wouldn¿t continue to come out but it kept leaking at the site of the tape. I¿ve mailed this piece out with a short piece of the tubing, you can see where he tried to tape it. The lot number we gave you is wrong. We don¿t have the original lot number for the kit of the broken piece. The lot number I gave was for the kit we had to take the replacement piece from.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. A device history review was not completed as no batch number was provided. The sample was sent back in biohazard bags within the outer box. Upon examination of the sample the defective part was identified as the lockable drainage connector. This component is provided from a sister facility in the dominican republic. Per the customer feedback, the adhesion between the connector and tubing is questionable. The sample analysis confirmed the tubing was disconnected from the connector with no sign of ripping or tearing on the tubing. However, the sample evaluation was not able to determine a probable root cause for the lack of connection between the lockable drainage connector and the tubing. Based on the complaint investigation, a probable root cause could not be identified for this complaint failure mode. The investigation did noted this component is supplied by a sister facility (bd-dr) and is not altered by the mannford facility prior to placement in the finished tray assembly. Since the identified component in the failure mode is supplied by an external vendor (bd-dr), a supplier corrective action request has been issued to this vendor to request and document an investigation with potential corrective actions for the observed failure mode.